Event description:
Analysis of the generator was completed on 10/13/2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient¿s device showed high impedance during an office visit on (B)(6) 2014. Clinic notes for the office visit were received indicating that the patient¿s seizures have also been worsening recently. The patient was referred for surgery but no known surgical interventions have occurred to date. Patient trauma is not believed to have caused or contributed to the high impedance. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
New information changes the suspect device.

Event description:
The physician reported that the increase in seizures is most likely due to the loss of therapy secondary to the high impedance. It was reported that surgical intervention is pending. The increase in seizures is above the patient's pre-vns baseline frequency. It was reported that the patient believes the high impedance may have been caused by lifting pallets at work. Clinic notes dated (B)(6) 2014 note that the high impedance was found and the patient reports worsening seizures. It was noted that the patient had gone from 1-2 complex partial seizures monthly to 5 a week. The patient denies any missed medications or triggers. Device diagnostics resulted in high impedance (>10,000 ohms). The device was not programmed off after observing the high impedance. The patient underwent generator replacement surgery. During the surgery, the surgeon removed and reinserted the lead pin in the generator header and the high impedance still existed. A generator diagnostics test was performed with the test resistor and the impedance remained high. A new generator was attached to the existing lead and the lead impedance was within normal limits. Only the generator was replaced and the surgery was completed. An implant card was received confirming that only the generator was replaced and that the lead impedance was within normal limits (3652 ohms). The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.